Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. Technical services (ts) confirmed the battery appeared to be depleting more quickly than expected and recommended device replacement. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. Technical services (ts) confirmed the battery appeared to be depleting more quickly than expected and recommended device replacement. This s-ICD was explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.